Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the plunger head was cracked by all the screws and all the hinges on the bottom case were cracked. A review of the event history log identified motor not running. During functional testing using the occlusion test, the reported issue of motor not running was duplicated. The root cause of the problem was caused by the customer's incorrect assembly of the device. Reassembled the main board, cleaned and greased the whole motor assembly. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a motor not running error. No patient injury was reported.